Manufacturer narrative:
Device received with critical pump error and motion sensor test failure confirmed in history file due to force sensor flex tail not properly plugged in to electrical board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Customer's blood glucose value was 300 mg/dl. The customer was assisted with troubleshooting. Customer will returned device for analysis.